Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up called was made and the customer reported being hospitalized with low blood glucose. The customer stated that she over compensated her insulin. She does not recall if the paramedics came to her house. No further information was provided.